Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Eno dr which is eligible for fsn on 2023-01-30, an increase in the battery resistance (0.87 k ohms) was observed, but no inflection point was observed. A follow-up will be carried out next april.